Manufacturer narrative:
Lot numbers are unknown and a review of the device history records (DHR) could not be reviewed. Due to the limited info further investigation is not possible at this time. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.

Event description:
Letter was rec'd from FDA on 10/27/05. Reported back-out of a 12mm eagle screw from the swift plate. Pt underwent cervical discectomy with fusion from c5-c7 due to herniated cervical disc in 10/05. Patient returned 9-months later for removal of the plate. A screw from the system was found lying in the soft tissue.